Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) performed a field evaluation at the site to further investigate the customer reported issue. The fse performed functional tests on the system and no trouble was found. The system was tested and verified as ready for use. No product has been returned to intuitive surgical, inc. (Isi) for evaluation. Due to insufficient procedural information, further system/instrument log investigation cannot be performed.

Event description:
It was reported that after completing a da vinci-assisted hysterectomy procedure, a burn was identified on the patient's back. The following information is unknown: the cause and severity of the burn injury, and what medical intervention (if any) was administered due to the complication.